Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed 2 openings assessed as fold flow opening. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure particles, wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture. Healthcare professional later reported pain and capsular contracture baker grade IV diagnosed by ultrasound. Device has been explanted and replaced with another manufacturer's device.

Event description:
Patient reported left side rupture. Healthcare professional later reported pain and capsular contracture baker grade IV diagnosed by ultrasound. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported pain and capsular contracture baker grade IV diagnosed by ultrasound. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4 b3 b5 b6 d6b g2 h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Laboratory analysis summary device photograph(s) for the device related to the reported event of rupture requested on (B)(6) 2024. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Patient reported, left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported left side rupture. Device has been explanted.